Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a narrow, 50% stenosed lesion located in the mildly calcified superficial femoral artery (sfa). A 6 mm x 200 mm armada 35 balloon catheter was used for pre-dilatation successfully. A 6 fr sheath was being used for access. The 5 x 40 mm supera veritas stent was successfully implanted; however, after removal of the stent delivery system (sds), the white tip of the delivery catheter fell off when placed on the back table. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.